Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 175, 302, 182 and 134 mg/dl. The customer was also performing meter to meter comparison; meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 142 mg/dl using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/17/2025 and open vial date is one month prior to call. The meter memory was reviewed for previous test result history (only 4 results provided): result 1: 175 mg/dl date: (B)(6) 2023 time: 7:13 am fasting result 2: 302 mg/dl date: (B)(6) 2023 time: 7:13 am fasting result 3: 182 mg/dl date: (B)(6) 2023 time: 8:16 am fasting result 4: 134 mg/dl date: (B)(6) 2023 time: 9:47 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.